Event description:
Acct. Reports leaking at the end of the lever locks when connected to the IV tubing. They have had 12 incidents with two reported chemo spills. No pt. Or staff injury reported eventhough they were exposed to the chemo.